Event description:
It was reported that a control syringe component broke during use and cut a physician's hand.

Manufacturer narrative:
It was reported that a control syringe component broke while a physician was injecting contrast during an angiography. Reportedly, the plunger flange broke off and the remaining sharp edges cut through the physician's glove and caused a superficial cut on his right hand between the thumb and the index finger on the palmer side. There was a minor delay in the procedure as the physician assessed his hand, re-scrubbed, and re-gloved. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and the syringe was observed to be broken at the plunger where it would be pushed down. The root cause of the break was determined to be user caused and due to the pressure placed on the component while injecting contrast. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.